Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on an unknown date. The customer¿s blood glucose level was 240 mg/dl at the time of incident and current blood glucose 235 mg/dl. The customer was treated with manual injection. The customer does not allege pump was under delivering. The customer was advised that the insulin pump was designed to trigger an alarm if it detects a blockage preventing the flow of insulin. The insulin pump will not be returned for analysis.